Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported communication errors on the system and replaced the dv5 robot common compute controller (ccc) and blue fiber cable ports to resolve the reported issue. The system was tested and verified as ready for use. An RMA for the robot ccc has been created. Isi has not received a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per (B)(4) (quality data review meetings).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system powered on with errors 170 and 31089. The technical service engineer had the customer reboot the system but the issue remained. The procedure was aborted with no patient involvement.